Event description:
It was reported that the device had a iui female (left) communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿iui ¿ female (left) ¿ communication failure¿ was confirmed. Received on 10-jul-2025, pcu unit was received unboxed and with paperwork. Visual inspection by connecting test lvp modules on the unit, and further testing with an iui connectors test on asm has confirmed the stated failure. Internal inspection revealed a bent internal pin on the left iui connector, which caused the power failure. Unknown root cause. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to replace damaged left iui connector. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had a iui female (left) communication failure. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a13; annex b: b21; annex c: c21; annex d: d16; annex g: g02008. Additional information: annex a: a1601; annex b: b01; annex c: c16; annex d: d03; annex g: g0600101. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿iui ¿ female (left) ¿ communication failure¿ was confirmed. Received on 10-jul-2025, pcu unit was received unboxed and with paperwork. Visual inspection by connecting test lvp modules on the unit, and further testing with an iui connectors test on asm has confirmed the stated failure. Internal inspection revealed a bent internal pin on the left iui connector, which caused the power failure. Unknown root cause. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to replace damaged left iui connector. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had a iui female (left) communication failure. There was no patient involvement.